Event description:
During cysto ureteroscopy stent placement staff noted a burning smell coming from the collimator with black smoke coming out the vents. Measures were taken to protect the pt and the machine was cut off. "Pnc" for evenings was notified, x-ray supervisor was notified. It was noted that the housing of the collimator is melted and discolored. Tuesday morning the co was notified of the incident.